Event description:
The manufacturer received a report indicating that service was required for a trilogy evo ventilator. There were no reports of patient harm or injury associated with this event. The ventilator was returned to the manufacturer's service center for evaluation. The customer's complaint could not be confirmed. There were no "service required" alarms observed or critical logs requiring repairment. The device was able to be powered on and operated as soon as the ac power was plugged in. However, the device did not power off when the power button was pressed. The printed circuit assembly (pca) required replacement to correct the issue. During functional testing, the device failed the active exhalation verification test. The machine flow sensor required replacement to address the issue. The fio2 sensor also failed during the fio2 diagnostic test. This test step verifies that the fio2 solenoid is open, and the tubing is not kinked or occluded. The fio2 sensor is used for monitoring purposes only. This would not affect the device's ability to deliver therapy as designed. Due to four-year preventive maintenance, the muffler assembly and air inlet foam filter were replaced. The valves and internal/detachable batteries were in normal condition. Following repair, the device passed all testing.

Manufacturer narrative:
The reported failure of active exhalation verification test is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.